Manufacturer narrative:
The device was reprogrammed from aai mode to ddd mode. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. A review of the device data showed the patient had several atrial flutter (af) episodes starting thirty minutes prior to becoming syncopal. Additionally, there was a three hour rythmiq episode which corresponded with the event and recorded episodes of non-sustained ventricular tachycardia (nsvt) which appear to be rapid ventricular response (rvr) and not true vt. No additional adverse patient effects were reported.